Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that right atrial (ra) lead dislodged and was removed due to a pocket infection. The lead was explanted. No further patient complications have been reported as a result of this event.